Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s sleep/wake button intermittently failed to respond, with the screen activating only when the device was placed on the charger, consistent with a key or button not working and implicating the switch/relay component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user, including a video demonstrating the issue. Investigation of this case revealed an electrical problem associated with the sleep/wake control, aligning with an unresponsive button and the switch/relay component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.